Manufacturer narrative:
The investigation of the reported issue has been finalized. The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed pre-use check tests failed (internal leakage, pressure transducer, safety valve and flow transducer test failed). Patient circuit board was found defective due to liquid damage and was replaced. The replaced part was not returned for investigation. No ventilator logs were provided. The origin of the liquid is unknown.

Event description:
It was reported that the ventilator failed internal leakage, pressure transducer, safety valve and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).